Event description:
Consumer reported that in 2007, she became aware that she had a tampon inserted since sometime during her last menstrual period, that began in 2006, until the following year. Consumer continued to use tampons during the rest of her period and later realized she had 2 tampons inserted at the same time. Consumer first visited her hcp the previous year for muscle pains and aches and also noticed an unpleasant odor in the vaginal area. At the time of this visit, neither she nor the hcp was aware that she still had a tampon inserted. Hcp drew her blood for unknown tests during visit. Hcp did not prescribe any medications, as "they didn't know what to treat." After this visit and continuing until the next month, the consumer self-medicated with ibuprofen for symptoms of muscle aches and pains. The next day, at the onset of her next period, the consumer inserted a tampon. When she removed this tampon, another tampon also came out. There was a foul odor and she realized that the tampon had been in place for probably 3 weeks. Consumer stated she read pi and realized she had a few symptoms of tss. Consumer stated that she also had a cold, and that her uncomfortable, red eyes could be due to that and not tss. Consumer was going to visit her hcp to notify that she had a tampon inserted for approximately 3 weeks and describe symptoms over the last 3 weeks. J & j followed up with a call post-visit the day after that. Consumer was told that she had "streptacoccal bacteria throughout her body." She was prescribed medications, antibiotics and was scheduled for a heart ecco-cardiogram the following day. J & j advised consumer to call back with any further information. No further information is available at the time of this report.

Manufacturer narrative:
This closes this report unless new or significant information regarding this event is received.